Manufacturer narrative:
Evaluation results: deformation problem (stent).

Event description:
The physician was using an endeavor resolute drug-eluting stent to treat a lesion in the distal lad. The lesion had moderate tortuosity and moderate calcification. The device was removed from packaging per IFU and was inspected prior to use with no issues noted. Lesion was predilated. Resistance was encountered when advancing the device and stent failed to cross the lesion. No excessive force was used. Catheter was removed from patient and it was noted that stent was damaged. Another device was used to complete the procedure. Physician believes damage was caused due to the difficulty of the lesion and the tortuosity of the vessel. No patient complications were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity

Event description:
Device evaluation: the distal tip was flared. A number of struts on the 6th, 7th and 8th proximal segment were raised and pulled distally. The remaining segments were intact.

Manufacturer narrative:
(B)(4): evaluation, result; inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) - moderate tortuosity and moderate calcification. (No results available since no evaluation performed) - device or procedural images not provided for review. None (device not returned for evaluation). Conclusion; inherent risk of procedure ¿ (stent deformation). Device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ moderate tortuosity and moderate calcification. (B)(4).